Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. The drape clips were missing. The indexing handle was snapped off near it's attachment screw. A functional evaluation was performed. The hinge joint was stiff. The hinge was disassembled. The spacer was deformed. The complaint was confirmed and the root cause has been associated with a maintenance problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder surgery, the spider tenet had stiff joints. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.